Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported for clarification that the material removed were the patient's dbs products, but the return information is unknown.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial#: unknown, product type: extension. Product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_ext, serial/lot #: unknown. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a device system infection (electrode ppn + ipg). The issue was said to be resolved at the time of the report and no surgical intervention had occurred or was planned. Additional information was received: it was reported that in (B)(6) 2012 the patient had a superinfection of the extra-cranial equipment at the connectors. Samples found klebsiella oxytoca. Late 2012 a reappearance of holes with discharge. Hospitalization in (B)(6) 2013: second reappearance of scarring. Samples of klebsiella pneumoniae resistant to ampicillin and ticarcillin. (B)(6) 2013: infection of the dbs material and treatment with bactrim. (B)(6), they removed the left extra cranial material. They were released on (B)(6) with antibiotic treatment with dalacin and ofloxacin. Rehospitalization was (B)(6) 2020 following probable infection of the extra cranial material left in place on the right with fistulation of the skin and purulent discharge. Removal of material on (B)(6). There was said to be scar tissue drainage.